Event description:
The MFR was notified of the removal and replacement of an iol at approx 5 months postop due to the pt's report of halos and glare and the doctors' observation of a brownish discoloration in the optic. The device was not returned to the MFR for analysis. Pt recovering. No additional info available.